Manufacturer narrative:
An investigation was performed that determined the sheath separation was a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.

Event description:
A customer reported their x8-2t transducer had separation on the sheath. This probe is associated with the epiq cvxi ultrasound system. The issue was found outside of patient use, and there was no patient or user harm. The remote engineer evaluated the transducer to confirm the reported problem, and information has been provided to replace the transducer to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.